Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that while the ventilator was connected to a patient, it generated an alarm for high air supply pressure. There was no patient harm. (B)(4).

Manufacturer narrative:
The air gas module was replaced and returned for investigation. The air gas module regulates the inspiratory air gas flow to the patient. During test in a reference ventilator it was failing the pre-use check in the subtest ¿gas supply test¿. The tests also revealed that the ventilator was not able to measure a correct value of the supplied gas pressure. The test log from the pre-use check also showed that the air gas module would deliver more air gas to the patient leading to a lower oxygen concentration than expected. The reported failure was caused by a defective high pressure transducer on a printed circuit board inside the gas module. The high pressure transducer is part of the flow measuring in the gas module. The failure of the high pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The received device logs confirm the reported event.

Event description:
(B)(4).